Manufacturer narrative:
The customer¿s products have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Occupation was lay user/patient.

Event description:
The initial reporter had an issue with the display of the coaguchek xs meter that could cause a misinterpretation of results. The customer stated the screen had been "jumpy or shaking" for about a month. She tried changing batteries, but it did not help. When a display check was performed, there were no segments missing. There was no actual misinterpretation of results.